Event description:
It was reported that indigo attachment had non-specified issue. There was no patient impact.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. During analysis of the indigo attachment the piece of broken bur was found stuck inside the attachment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a broken portion of the device measuring 1.76 inches (between the break point and proximal end of the shank) was returned. There was contamination on the shaft and shank upon return. The outside diameter of the shank shall be 0.0923 ± 0.0003 inches, and the actual measurement was 0.0923 inches which was in specification. The device failed functional testing due to the damaged condition upon return and the inability to load the device into a handpiece. The complaint was not confirmed, no out of specification condition was observed that was related to the complaint. H6: previously submitted codes fdm b21, fdr c21 and fdc d16 are no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.